Manufacturer narrative:
(B)(4).

Event description:
The customer reports: md was performing the procedure according to IFU. The head of the dilator broke. Md removed the sheath from the patient's body. Since then, md has been proceeding with its own products, and the procedure has been completed without any abnormality.

Event description:
The customer reports: md was performing the procedure according to IFU. The head of the dilator broke. Md removed the sheath from the patient's body. Since then, md has been proceeding with its own products, and the procedure has been completed without any abnormality.

Manufacturer narrative:
(B)(4). The customer returned one 8fr psi sheath/dilator assembly for evaluation. The dilator hub was separated from the body. Signs of stressing were identified, indicating undue force was applied to the dilator to cause the separation. No issues were identified with the sheath. The outer diameter and length of the dilator body were measured and were found to be within specification. The dilator body was able to pass through the sheath without issue. The dilator hub locked into the hemostasis valve cap and requires moderate force to be removed. No issues were identified. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit suggest advancing the sheath/dilator assembly by grasping near the skin and advancing the assembly into the vessel with a slight twisting motion to the desired position. The customer reported issue of the dilator separating in use was confirmed during the complaint investigation. An 8fr psi sheath/dilator assembly was returned for evaluation. The dilator hub was separated from the body. Signs of stressing were identified, indicating undue force was applied to the dilator to cause the separation. Dimensional and functional inspections were performed, and no relevant findings were identified. A device history record review was performed, and no relevant findings were identified. Based on the condition of the returned sample it was determined that operational context caused or contributed to this issue. Teleflex will continue to monitor and trend for reports of this nature.